Manufacturer narrative:
Corrected information: d3: corrected the device lot number and h6: f2301 h11: continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: dm0008faa, serial/lot #: (B)(6), UDI#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that product did not worked very well, the function was not working and. Product has to stop drilling but product did not stopped. It was reported that the patient was alive - with injury and dura mater was injured. Fortunately, the surrounding brain tissue was not. The procedure was completed with the reported product(s). On followup it was reported that the patient is alive, not harmed in a bad way with consequences.

Manufacturer narrative:
No conclusion can be drawn. No evaluation was performed, as the device was discarded by customer. This dm0008faa easydrill cranial perforator with lot number unknown was manufactured by micromar. Multiple warnings are included in the easydrill cranial perforator IFU manual including: it is essential to keep the drill perpendicular (90°) at the predetermined point of the skull to be drilled, as an excessive deviation from perpendicularity may cause the product to fail and lead to serious patient injury. Select a drill bit suitable for the bone thickness. This prevents the drill from tearing the bone or brain tissue (similar effect when the bit is not positioned at 90°). If the components of the easydrill cranial perforator become loose during trephination, discontinue use. The drill can cut or tear the dura mater when it unlocks. Check some conditions before performing the procedure, such as the existence of adhering dura mater or other anomalies adjacent to the drilling site. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that product did not worked very well, the function was not working and product has to stop drilling but product did not stopped. It was reported that the patient was alive - with injury and dura mater was injured. Fortunately, the surrounding brain tissue was not. The procedure was completed with the reported product(s).